Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was physician's preference to replace the ipg. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the ipg was not functioning properly as the patient was having problems with charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was not functioning properly as the patient was having problems with charging. The patient will undergo an ipg replacement procedure.